Manufacturer narrative:
H6: investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that fluid leaked from the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese to english: "the closed vein indwelling needle was successfully used at 14:45 p.m. On (B)(6) 2020. Before use, the outer package was checked to be complete, sealed and airtight, and the disposable bag infusion device was connected for infusion treatment. During infusion, the duty nurse found that there was fluid leakage at the head of the indwelling needle in the closed vein."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fluid leaked from the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the closed vein indwelling needle was successfully used at 14:45 p.m. On (B)(6) 2020. Before use, the outer package was checked to be complete, sealed and airtight, and the disposable bag infusion device was connected for infusion treatment. During infusion, the duty nurse found that there was fluid leakage at the head of the indwelling needle in the closed vein".